Event description:
It was reported that the insulin pump had unresponsive keypad and buttons. The customer's blood glucose was 205 mg/dl. The keypad anomaly started after changing the infusion set. Also, the caller stated that whole the insulin pump was having problems with the keypad; it seemed to have delivered 21 units of insulin to the customer within a minutes. The device was disconnected immediately and the customer was feeling fine, they did not experience low blood glucose. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had intermittent button response due to corroded keypad traces. No unexpected number ramping anomaly was noted during testing. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.